Manufacturer narrative:
(B)(6). Visual assessment found the depth limiter has been trimmed to the surgeon¿s desired length. No t¿s or sutures were returned. Trigger has been fully advanced indicating a complete deployment. Reported complaint of non-deployment could not be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
Device failed to deploy properly during procedure. A second one was opened for case. There was no damage to packaging noted, and no report of patient having any difficulties post-op.